Manufacturer narrative:
(B)(4) (constipation) - (B)(4).

Event description:
The pt had been hospitalized since last week. The pt had a bladder infection, urinary retention and constipation post pump implant. The physician had mentioned that the pt's symptoms could have been caused by the medication. The physician lowered the medication rate from "0.05 to 0.00123" and the pt's symptoms did not change. The pt's daughter wanted the pump medication changed to bupivicaine. The physician had recommended trying a medication change. The physician would not change the pump medication while the pt was hospitalized. The pt was not going to be discharged from the hospital until the urinary and bowel symptoms subsided. The medication being delivered via the device system was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.